Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a motor issue as the motor could not run. It was also found that the device had a detached downstream occlusion (dso) seal and a damaged printed wire assembly (pwa) board. The reported issue was resolved by removing the debris from the motor gear that was impeding the movement. The dso seal and pwa board were also replaced.